Manufacturer narrative:
(B)(4). Concomitant medical products: dvr lock standard r, cat#: 131812050 lot#: ni. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07368, 0001825034-2017-07369, 0001825034-2017-07370, 0001825034-2017-07371, 0001825034-2017-07372.

Event description:
It was reported that the patient underwent an open reduction internal fixation right wrist fracture repair, and during the fixation of the plate, there was difficulty threading the screws into the bone. This caused the surgeon to drill wider holes in the patient's bone to get the screws to thread and seat. The procedure was successfully completed with the same plate and screws and with minimal delay.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.